Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during clip deployment, the clip did not deploy, but stayed in the device. Manual compression and a femostop were used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.